Event description:
It was reported that erosion was observed on the device. The patient has not been scheduled for a changeout and is lost to follow-up. Further information could not be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.